Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: micra-delsys / expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4). No device return to MFR? No. Mfg date: 09-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a leadless implantable pulse generator (ipg), the device "jumped" when the tether was released. The device was recaptured and then implanted in a more desirable implant position. The device remains implanted. No patient complications have been reported as a result of this event.